Manufacturer narrative:
(B)(4), 2010: this event concerns a device that was mfg and used outside the us. (B)(4). Device went into standby mode. Since the device remains implanted, the files from the programmer were reviewed. The files showed the device switch could have resulted from strong interference at the airport. As described in the labeling, standby mode is a safe mode of operation. There is no safety issue or spec related issue. The device can remain implanted with standard f/u intervals. (B)(4).

Event description:
Reportedly, the device switched to standby mode while the pt was traveling.